Event description:
Resident sitting in geri-chair with pelvic restraint on, was found short time later to be on floor in front of geri-chair, restraint not tied. As resident is unable to untie restraint, charge nurse suggests pelvic restraint straps were too short for reaching around geri-chair and "good tie" was not obtained and straps become loose. Resident was diagnosed by physician to have 2 breaks in lower left leg. Cast applied. (Fx tibia and fibula).